Manufacturer narrative:
This event occurred outside the. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) had been collecting p-wave, r-wave, threshold and impedance measurements before ever being implanted. The estimated longevity was also low for an ipg that had never been implanted. Storage under low temperature was assumed and estimated longevity increased when moved to room temperature storage. The ipg was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.